Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was admitted with a ventriculoperitoneal (vp) shunt malfunction. According to the report, the patient was taken to surgery on (B)(6) 2017 for vp shunt revision. The surgeon found the valve not to be working, so the device was replaced.